Event description:
It was reported that the procedure was being performed on a female patient with ovarian cancer. During insertion, the catheter tip sheared off and remains in the patient. X-rays and scans were performed and to date the piece has not been removed. It is unknown if there was a delay in treatment. There was no patient death and outcome of patient is "unknown." There has been no further information from the hospital as of (B)(6) 2010, on whether the retained piece was removed from patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.